Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Customer tried using original wall adapter and outlet for extended time, then switched to different charging cable, after which pump began charging normally, and no further assistance was required.